Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 4.9, 4.5, strip lot number: 284353; date: (B)(6) 2012, inratio results: 6.0, strip lot number: 279820. Less than five minutes between tests. New finger was used each time. Patient's therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.